Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: angiogram taken post manta deployment reveal hazy appearance at deployment site. Rt. Side pedal pulses seemed be less than pre assessment. Because of the known posterior/medial calcium, the physician decided to perform cut-down to repair artery. Cutdown procedure was successful. Additional information on 17aug2022: during an evar procedure, two attempts with a micro-puncture access was obtained under ultrasound guidance in the higher femoral head of the right cfa. The vessel size measured 8.5mm and had moderate posterior calcification in the vessel. It was also reported that most of the cfa had circumferential wall calcification. There was minimal reported tortuosity in the vessel. The manta depth was measured at 4cm. There were no issues with advancing or withdrawing procedure sheaths during the evar case. Prior manta deployment, the sbp was 120mmhg, and a total of 5,000 units of heparin was administered intravenously. The manta was deployed at the measured deployment depth. Time to hemostasis was less than a minute. The manta device was explanted during the surgical cutdown. Patient condition was reported as fine post procedure.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photo was submitted and reviewed by the investigative team and indicates a hazy area posterior to the manta radiopaque lock, dissection present with potential artifact blocking flow. Manufacturing record review:the device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, a 18f manta was deployed for closure in the right common femoral artery. The arteriotomy was 8.5mm, moderate calcification in the vessel, posterior wall calcification, circumferential wall calcification in most of the common femoral artery, minimal tortuosity, and a depth measurement of 4cm. No difficulties were encountered advancing or withdrawing the procedural sheaths. After two attempts, a higher positioned access was gained utilizing ultrasound and micropuncture. Following deployment, hemostasis was less than a minute. A post-angiogram revealed haziness at the access site; and right-side pedal pulses diminished. Due to the known presence of calcification, the physician chose to do a surgical cut down, explant manta, and repair the vessel. The root cause of the haziness at the access site and blood flow diminished is likely due to calcium blocking flow or possibly catching onto a dissection flap, propping the flap open, causing flow interruption. Additionally, a high positioned access site can cause the manta implant to not catch on the vessel properly during deployment, causing an ineffective seal at the access site. The manta instructions for use warns do not use manta if there is marked tortuosity of the femoral or iliac artery. Potential adverse events related to the deployment of vascular closure devices include other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention, ischemia of the leg, or stenosis of the femoral artery. The safety and effectiveness of the manta device has not been established in patients who are suspected of having more than one femoral arterial puncture in the same vessel during initial access for the interventional procedure. Procedural preparation lists no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.